Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture did not identify any abnormalities as only a drawn in arrow pointing in the direction of the housing was visible. The reported condition was not verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During the visual inspection by naked eye of the device, the hansen connector was found partly cracked. On the screw thread a stress mark was visible. The reported failure could be confirmed. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of theranova 400 dialyzer, the blue dialysate port was observed to be leaking. There was patient involvement, however there was no injury or medical intervention associated with the reported event. No additional information is available.